Event description:
Report 1 of 3: it was reported during use of bd vacutainer® 9nc 0.109m 2.7 ml, an unspecified number of tubes were overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-jul-2025. Investigation summary: bd received nine samples for investigation: 3 from each lot number. The returned samples along with 20 retention samples from each lot number were functionally tested for draw volume and all tubes tested within specification requirements. Sufficient volume for citrate tubes is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 3: it was reported during use of bd vacutainer® 9nc 0.109m 2.7 ml, an unspecified number of tubes were overfilled. There was no health impact or consequences reported.